Event description:
Per the clinic, the patient experienced poor sound quality with the device. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 and the electrode broke off leaving partial electrode in medial cochlea. The patient was reimplanted with another cochlear device during the same surgery.